Event description:
Oir error message changed from lo oir/hi oir-trouble shooting misleading. Technical assistant check abs-procedure unclear-used incorrectly. 4.0 software changes changed format. No longer hi/lo oir. Dilution protocol instituted to eliminate problem. Change in software adequate notification as to changes impact.